Event description:
Reportedly, the pt visited the hospital due to several shocks while the pt was conscious in the morning. Since several shocks with sinus rhythm were also confirmed during doctor appointment, a device check was performed: low ventricular lead impedance and low impedance of rv and svc defibrillation coils were observed; in addition, pacing failure occurred at 6.0v/1.0ms output. Review of the recorded episodes in the ICD's memory confirmed that the inappropriate shocks were due to noise with ventricular oversensing. Re-intervention was performed on the same day; ICD and ICD lead were successfully replaced. The ICD involved in this MDR report was returned for analysis. Case linked to sorin isoline lead s/n (B)(4) reported under MDR: 100165971-2012-00357.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.